Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor was leaking from the white casing. The device was filled with fluorouracil and was leaking out from the bottle cap. The leak was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.